Event description:
It was reported that when the patient presented in-clinic with syncope, loss of capture and lead dislodgment due to twiddlers syndrome were observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in stable condition post-procedure.